Event description:
Pt elected to have the nail removed after fracture site was healed. During removal, the tip of the nail was found to be broken due to stress in the canal.

Manufacturer narrative:
MFR date: unk.